Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose results. Accompanied by symptoms. (B)(6), granddaughter, is calling on behalf of the customer. The customer is concerned with the result of hi, 595 and 582mg/dl. The expected fasting blood glucose test result range is 295 to 305mg/dl. The customer did report symptoms of feeling weak and hyperglycemic. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 574mg/dl and hi using true balance meter. The test strip lot manufacturer's expiration date is 03/14/2018 and open vial date is 06/30/18. The meter memory was reviewed for previous test result history. Hi (B)(6) 2017 09:54 am fasting: yes, the 128mg/dl (B)(6) 2017 12:39 pm fasting: yes, the 582mg/dl (B)(6) 2017 07:23 am fasting: yes, the 174mg/dl (B)(6) 2017 09:30 pm fasting: yes, the 595mg/dl (B)(6) 2017 02:00 pm fasting: yes. Customer's granddaughter called in reporting high results on the meter. Customer confirms hyperglycemic symptoms and denies medical attention. Caller did mention that the customer can read anywhere between 295-500mg/dl, states customer has high numbers normally; however her normal fasting average seems to be around 300mg/dl. Customer is concerned with hi, 595 and 582 mg/dl fasting results. Customer has expired control solution. Had customer run a back-to-back blood test and she obtained 574mg/dl and hi.